Event description:
A customer reported during a combined cataract extraction with intraocular lens implant and vitrectomy procedure the system displayed a system message and locked. The customer was unable to clear the system message and the case was aborted. There was no impact to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).